Manufacturer narrative:
(B)(4). The complaint rt380 adult dual-heated evaqua2 breathing circuits are currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in the united kingdom reported via a fisher and paykel healthcare (f&p) field representative, that ten rt380 adult dual-heated evaqua2 breathing circuits failed the ventilator leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: one of the complaint rt380 adult dual-heated evaqua2 breathing circuits was returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected and leak tested. Results: visual inspection revealed that scratches were found inside both dryline connectors and inside the expiratory elbow. The leak test also revealed that the dryline was outside of specification. Further water bath test of dryline was performed and leak was found between the one of the dryline connectors and the dryline tube. Conclusion: we were unable to determine what may have caused the reported event. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuits would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult dual-heated evaqua2 breathing circuit state the following: "visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use and replace if damaged." "Check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A healthcare facility in the united kingdom reported via a fisher and paykel healthcare (f&p) field representative, that ten rt380 adult dual-heated evaqua2 breathing circuits failed the ventilator leak test before use. There was no patient involvement.